Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under keypad and moisture corrosion. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012, with the following findings: the keypad was intact and all keys were responsive. The keypad was removed for investigation and contamination was noted under the up, down, ok, and contrast buttons. A battery compartment leak was found during testing. The pump cover was removed to inspect internal components and moisture corrosion was visible in pump battery compartment and on the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.